Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer replaced the power supply from another unit and the issue was fixed. The defective power supply was then tested on a different unit and it showed the same alarm activities. They found out that the power supply pcba needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed motor fault. The customer confirmed that there was no patient involvement associated with the reported event.